Event description:
Ventilator was alarming "disconnect from patient" every 30 seconds. Rn and rt [respiratory therapy] verified everything was connected properly. Ventilator continued to sound, "patient disconnect". No harm to patient and vital signs remained stable. After 5 minutes of troubleshooting, a new ventilator was utilized.